Event description:
Patient underwent orif surgery. On post-op follow-up visit, xrays were taken and showed the anterior inferior smooth peg had backed completely out of the plate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
CAPA (B)(4) was opened to determine if any additional actions may decrease the likelihood of peg engagement issues. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.